Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms and observed insulin leaking from the back of the cartridge; troubleshooting identified that the luer connector had been attached to the cartridge before insertion into the pump, and the user was educated to connect it only after the cartridge is seated in the pump chamber. Symptoms included hyperglycemia with a reported high of 391 and ketones. Outcomes included prolonged out-of-range glucose for approximately 12 hours, ilet high-glucose alerts, and correction with insulin injections; no medical intervention or hospitalization occurred, and non-medical assistance was provided by a caregiver. Investigation included troubleshooting, a successful dry run pushing 165 units without alerts, replacement supplies shipment, and user education. Investigation of this case revealed user setup error leading to a leak at the cartridge interface and consecutive motor stalls, with involvement of the cartridge and luer connection components. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.